Event description:
The customer reported that the unit failed to deliver energy, and was failing the op check.

Manufacturer narrative:
The customer reported that the unit failed to deliver energy, and was failing the op check. The unit was evaluated at philips, and the symptom was verified. Replacing the power pca resolved the issue.